Manufacturer narrative:
The incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the temperature varied when the connector was touched during use. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by post market vigilance investigation personnel. One (B)(4) was received for evaluation. The device was used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found no defects. The customer reported that the temperature varied when the connector was touched during use. The reported condition was confirmed. The water circulated normally through the device. The device did not read the temperature properly. The needle was removed. The solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be a poor solder joint. A corrective action has been issued. Additional info: correction: if information is provided in the future, a supplemental report will be issued.